Event description:
It was reported that stent dislodgement occurred. The 60-70% stenosed, 30x4.0mm, concentric, de-novo target lesion was located in the mildly tortuous and non-calcified right coronary artery (rca). Predilation was performed with a balloon. A 4.00x32mm promus element¿ plus drug-eluting stent was advanced to treat the distal rca lesion but the stent was dislodged. The physician noted that the dislodged stent had moved to the lower extremity artery. The physician then used a snare to withdraw the dislodged stent. The procedure was completed with a non-bsc device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: the stent delivery system (sds) was returned for analysis. The crimped stent was detached from balloon and not returned with device for analysis. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Crimp markings were evident on the entire length of the balloon wall indicating overall crimp contact between the coated stent and balloon. The stent crimp force, the crimp temperature and the crimp duration for the device all are within the specified range. Reviewing these specified parameters against the batch records for the crimped unit, there are no anomalies evident. A review of the device records found no issue with the stent profile or the profile of the balloon with all profile readings within product specification. A visual and tactile examination found multiple kinks on hypotube. This type of damage is consistent with excessive force being applied to the delivery system. The bumper tip of the device showed no signs of damage. A visual and tactile examination found no issues with the profile of the shaft. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The 60-70% stenosed, 30x4.0mm, concentric, de-novo target lesion was located in the mildly tortuous and non-calcified right coronary artery (rca). Predilation was performed with a balloon. A 4.00x32mm promus element¿ plus drug-eluting stent was advanced to treat the distal rca lesion but the stent was dislodged. The physician noted that the dislodged stent had moved to the lower extremity artery. The physician then used a snare to withdraw the dislodged stent. The procedure was completed with a non-bsc device. No patient complications were reported and the patient's status was stable.